Event description:
Reporter stated that the pt was admitted to the hospital in 2005 with high blood glucose level at 497 mg/dl. Pt was in dka and ketones greater than 80 in urine, and also had a moderate amount of acetones in their blood. Pt was treated with an insulin drip at the hospital. The pump user stated that pt doesn't think the device was at fault. Pt also said the device was working fine at the time and doesn't associate their being in the hospital as a fault of the device.